Manufacturer narrative:
One nanotite tapered implant and one certain gold-tite tm hexed screw was returned for inspection and were examined visually by the naked eye. The internal drive feature revealed the fractured piece of screw stuck within the implant. No lot number was provided/known for the fractured screw therefore the DHR could not be reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screw it is recommended to torque at 20ncm. The reported event was confirmed following inspection. No definitive root cause could be determined. Date rec'd by MFR: additional information, additional information and investigation results, device evaluated by manufacturer, MDR codes.

Manufacturer narrative:
Device lot # was not provided/unknown.product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was not returned.

Event description:
It was reported that general dentist broke gold screw while adjusting crown on (B)(6) 2017 and unable to retrieve screw with screw removal kit. Implant was removed on (B)(6) 2017 and a new implant will be placed in two weeks.